Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer primed their infusion set tubing resolving the occlusion. Additionally, it was reported that a cartridge alarm (alarm 19) occurred during basal deliveries. The customer successfully loaded a new cartridge resuming insulin deliveries. There was no reported adverse impact to the customer's blood glucose level.